Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was the patient reported that they hadn't used their recharger in a while (not for several months) and that they had been trying to plug it in to charge it for the past couple of days but it wouldn't come on and the battery lights of the recharger were just rapidly scrolling when it was sitting on the dock. The patient stated the green light at the back of the dock was on and steady. Patient services asked the patient if they were using a thick white charging cable for the dock and the patient stated that they'd lost the recharger charging cable and wall adaptor so they were using a different cable. Patient services reviewed the necessity of using the thick white charging cable for the dock and offered to send the patient a replacement cable and wall adaptor. Patient services then walked the patient through placing the recharger on the dock and holding the power button down for 10 seconds and then taking it off the dock and attempted to power it on however it did not power on. Patient attempted a recharger reset but that did not resolve the issue. A request was sent to the repair department to replace the recharger and the recharger power cable and wall adaptor. Patient services reviewed recharger maintenance considerations with the patient for when they received the replacement. Patient may call back in the future for assistance with activating and reviewing MRI mode because their neurologist wanted them to get an MRI of their head coming up. They said they had also lost the communicator and handset charging cables at that time while they were in the hospital over the course of a year. Patient services reviewed with the patient that they could use whatever charging cable they had at home for the handset (a10e) and communicator or they could purchase their own. Patient said they had a usb-c charging cable at home and they would purchase a micro usb charging cable for the communicator. Additional information was received from the patient. The patient called back stating that they received their recharger but needed assistance taking it out of shipping mode. Agent assisted. Patient successfully got their recharger out of shipping mode.

Manufacturer narrative:
Continuation of d10: product ID wr9220; serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) , ubd: 06-jan-2023, UDI#: h3: analysis of the wireless recharger (B)(6) . Revealed no anomalies were visually observed. Led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.